Event description:
The patient was revised because of wear.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the exact root cause of the wear, but reported mismatch of the patella to the femoral may have been a contributing factor. It would not be unreasonable to expect some wear after approx 16 years of implantation. The need for corrective action was not indicated.